Event description:
On (B)(6) 2009, the pt was implanted with four gore excluder aaa endoprostheses. On (B)(6) 2011, there was a reintervention and the pt was implanted with a gore contralateral leg endoprosthesis (pxc141400/9004047).

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc201000/06859221, pxt281418/06628785, and pxa280300/06700902. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.